Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic there was noise on the right ventricular lead and were replicated with isometrics, high lead impedance was also noted. The device was reprogrammed, the patient did not experience any adverse consequences.